Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx laa closure device with delivery system (wds) was used. All criteria were met for a successful implantation of the closure device. The procedure was concluding and the sheaths were removed from the patient when the physician noted via intracardiac echocardiography (ice) that the device had embolized. The physician snared the closure device and retrieved it to the tip of the groin sheath so that a vascular surgeon was able to remove the closure device from the groin of the patient. The patient fully recovered and was discharged the day following the procedure.